Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 493 mg/dl at the time of the incident. Customer stated that the auto mode feature was not active at time of high blood glucose event. The insulin pump had blank display. Customer stated that the display was blank less than 30 seconds and then returned. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Battery cap and metal piece was gone. The device will not be returned for analysis.